Manufacturer narrative:
(B)(4). The device was received for evaluation with approximately 91ml of fluid within its reservoir. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The distal luer cap was removed and flow of solution was observed until the device was empty. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow of solution from a small volume folfusor. This occurred before use. The device was filled with fluorouracil. There was no patient involvement. No additional information is available.